Event description:
Reference MFR. Report: 1627487-2014-26706 and 1627487-2014-26707.

Event description:
Device #3 of 3: reference MFR report: 1627487-2014-26706 and 1627487-2014-26707.

Event description:
Device #3 of 3: refeerence MFR. Report: 1627487-2014-26706 and 1627487-2014-26707.